Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/16/2016. The fse found that tubing at port 21 (wm21) of the blood sampling valve (bsv) was pinched. The fse straightened the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer while running start up. The volume of the leak was about 6 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.